Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that patient passed away. Customer claims the piic should have alarmed and did not. Diagnostic requested.

Manufacturer narrative:
The product specialist engineer (pse) reviewed the pic ix and alarm audit data, and alarming was acknowledged during the stated time(s) on (B)(6) 2023, between 0830-0930,) at the pic and at both bedsides, ed 3 and trauma 2. There is no matching bed label as supplied in the case, there is no ER 3, however there is ed 3. A good faith effort (gfe) confirmed there was no malfunction on the on the pic ix. He also confirmed the audible and visual working on the pic ix device. The device was confirmed to be operating per specifications and no failure was identified and returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.